Event description:
It was reported that, during a thr, a polarstem modular head for 21000662 was found broken and cracked. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, a polarstem modular head for 21000662 was found broken and cracked. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed as the part is chipped at the distal rim. One additional complaint for the batch in question was reported so far with a comparable failure mode. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure which could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, based on the performed investigations, the relationship between the reported event and the device was confirmed. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Smith and nephew will continue to monitor the device for similar issues. The returned device will be archived.